Event description:
Infusion of heparin 25,000 units in 250 ml correctly programmed within guardrails using a pt weight of (B)(6). The dose was programmed at 12 units/kg/hour (rate = 9.1 mo/hr) at 1636. At 1735, the pump module that was in use for the heparin infusion triggered an "air in line" alarm and 15 seconds later, the "channel off" key on this module was pressed. At the time the pump was turned off, the heparin bag was noted to be empty. Initial inspection of the pump module showed that the infusion set was loaded improperly, ie, the top fitment of the set was about the recommended location. However, this would not have affected the operation of the device. Inspection of the system showed that the bottom of the IV bag was approx 9" above the top of the pump module. This is acceptable. Based on the info provided, this sounded like a free-flow situation. Without opening the door of the pump module, we removed the empty heparin bag and hung another bag of water on the same tubing. When we opened the roller clamp below the pump module, fluid flowed. We subsequently opened the door of the pump module and noted that the tubing was between the inner door (platen?) And the pump mechanism, as it should be. However, when we attempted to close the door of the pump module again, there was resistance. The door was opened again, and we noticed that the inner door was cut of position. The upper "hinge pin" was broken. Without the inner door in place, the "occluders" (that are part of the pump mechanism) would not have had a firm surface to push against in order to "pinch" (occlude) the tubing in the pump. This situation would allow the fluid to flow by gravity. Pump was sent to MFR for repair.